Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the guidewire was unable to advance through the left ventricular (lv) lead. The physician attempted again with a new guidewire but it was unsuccessful. The lv lead was explanted and replaced. The patient was stable.